Event description:
Distributor reported to (B)(4) that its customer had reported that the rotor broke into pieces.

Manufacturer narrative:
Distributor reported that an rt12 rotor was broken into pieces on their customer's statspin vt unit and that pieces came out of the centrifuge and projected approximately 5 feet from the centrifuge. There was no report of exposure or injury to the operator or impact to patient results. The distributor also indicated that its customer had reported that the centrifuge lid and internal safety shield were intact and in place prior to the event, but were determined to be damaged following the rotor failure. According to the distributor, its customer elected not to return the unit to the manufacturer for further evaluation.